Event description:
A physician attempted arteriotomy closure using the perclose proglide. A surgeon was called to remove the device as there were no sutures attached to the needles. The patient experienced a large hematoma.

Manufacturer narrative:
Based on available information, device malfunction could not be identified. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.